Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was no longer feeling stimulation. The pt stated he had stopped charging his ipg months ago. The ipg is no longer functioning as a result. The ipg was explanted on (B)(6) 2012. The pt does not wish to be re-implanted at this time. The scs lead and lead extension remain implanted.